Manufacturer narrative:
IFU was reviewed and it includes shallow chamber as a known complication and adverse reaction. Device history record for the lot reported was reviewed for compliance and no issues were observed. Product was manufactured, tested and released in compliance with our procedures. The doctor reported that there was too much flow through the tube and the patient had a flat chamber in seconds after implantation. The valve was explanted and was replaced with another valve from the same lot. The doctor saw the patient and saw that they had a very shallow chamber, but not flat. The patient said that their vision was getting better every day. The doctor feels that the patient will be just fine.

Event description:
Flat/shallow chamber.